Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, the patient underwent a valve in valve procedure due to aortic insufficiency and degeneration of the epic valve. A 23mm portico valve was selected for implant in the patient. During the procedure the device dislocated in the ascending aorta after release. The portico valve was left in the ascending aorta and another 23mm portico valve was selected and properly implanted in the patient. The patient remained stable throughout the procedure and had no hemodynamic problems. There were no known complications and the patient is currently doing well.

Manufacturer narrative:
An event of regurgitation, degeneration of the valve and a valve in valve to replace it was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.